Manufacturer narrative:
Concomitant product: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the patient's prior implantable neurostimulators (inss) were replaced because they were not working properly. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 1030489-2017-00103.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.